Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter. 2 devices were available for evaluation but have not yet been received. 1 device was received for evaluation. 1 event was confirmed during testing. 1 device was found to be affected by internal corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device was shedding metal debris. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record. Product return status 2 devices were received for evaluation. Evaluation status : 1 reported event was confirmed during testing. 1 device was found to be affected by corrosion. 1 reported event was not confirmed during testing; however: 1 device was found to be affected by corrosion. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was shedding metal debris. 3 events had no patient involvement; no patient impact.